Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by (B)(4) 2011.

Event description:
The customer reported that the x-ray system was down, the tube was hot and there was a temperature error. Imaging was not available.